Manufacturer narrative:
I spoke with risk manager on 31 mar 2008, who stated: " patient was suffering from coagulation problems prior to this insertion. Patient's ptt was 53 before attempt, after attempt it was greater than 150. He was bleeding before the procedure and receiving blood products including fresh frozen plasma, platelets, ddavp - desmopressin nasal spray. The insertion process created a entry hole that I believe needed some kind of procedure to stop the bleeding, but the patient's documentation does not have a record of intervention. Product code is: 8888101003, it is a triple lumen not a double lumen as was reported in FDA 3500 form. Catheter was replaced in the same procedure and patient had a successful dialysis session the same day, but continued to bleed from the site and suffered from hypotension. In order to stop the bleeding, vascular surgeon put in a stitch that stop the bleeding. Patient expired earlier in the same month.

Event description:
It was reported to tyco health care/kendall in 2008, that a customer had a problem with a dialysis catheter. Customer reported, that a patient who was admitted with end stage liver disease, cholangitis and acute renal failure had a problem occur with a dialysis catheter, when during placement of vascath for dialysis, a catheter wire fragmented when attempting to remove the wire through the catheter. The wire could not be removed and the entire procedure was aborted and the whole catheter was removed. Line complication, secondary to device malfunction resulting in subsequent bleeding from original site and further interventions.